Manufacturer narrative:
Correction: device manufacture date now updated. The incorrect date was inadvertently reported on the initial MDR. The computer was returned to the manufacturer for analysis. Investigation found that the computer has bad video output. When a known good video card is installed into the computer the video signal is good. The computer has a bad video card. The computer boots normally to the application screen. The cranial program and exams load without issue. Seatools long test-no errors. Memtest86-no errors. The computer passed phd testing. The hardware investigation found that reported event was related to a computer failure mode; sub-root cause was a graphics card malfunction.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent back to the manufacture for further analysis, however, no new information regarding the computer's disposition has been reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the monitors displayed the error "no input detected". After restarting the system, the initial splash screen would appear with small white dots and odd lettering. After this, the boot text would appear, and then the system would cycle back to the splash screen and never complete the booting process. No patient was present during the time of the reported incident.